Event description:
The complaint received states that during a study procedure, the patient developed hypoperfusion and post procedure, developed a stroke. This patient with unk medical history underwent pta of the left internal carotid artery that was described as non-calcified, non-tortuous and 87% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated with an unk balloon. One precise stent was implanted and post-dilated with an unk balloon; however, after the stent implantation, the blood flow through the target lesion slowed. The patient became restless during the hypoperfusion event. Debris and blood was aspirated using an asprey catheter and the blood flow returned to normal. After the procedure was done, the patient developed aphasia and right side paralysis, this was diagnosed as an ischemic stroke. Edaravone, dextran and ozagrel sodium were administered for the stroke. Cerebral infarction was confirmed on the ipsilateral side by MRI. According to the physician, the debris might have gone through the filter basket and led to the stroke. The patient has recovered from the symptoms of the stroke and is discharged from the hosp now. No device is available for analysis.

Manufacturer narrative:
Note: facility is cordis lot number. Per report: cordis corporation reported no product would be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause of this incident. Facility did review the device history record relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained a total units, which were shipped from facility on october 9, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Aphasia and paralysis, as symptoms of ischemic stroke, are well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are vessel and procedural issues that may have contributed to the adverse event experienced by the patient, specifically the debris captured by the filter, which indicates an abundance of potential emboli from target site debris. This is one of two products involved with this adverse event, which is associated with mfg report # 9616099-2006-00645.